Manufacturer narrative:
Other, other text: additional information is provided in h.2., and h.6. Product was not returned, and no photographic evidence provided to aid in this investigation. As a result, product evaluation and problem confirmation cannot be performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that during infusion, the pump stopped after infusing 12ml. The reporter confirmed the pump was locked and when the patient came in to disconnect the pump, it displayed stopped and had only delivered 12ml. It was noted that the pump should have infused until complete, so the patient did not receive the entire dose. Per the reporter, there were no patient adverse effects. The device was not to be returned to the manufacturer.

Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be user induced; most likely caused by the patient clicking the start/stop button on the device, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation.